Manufacturer narrative:
(B)(4). The device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number was not reported. There was no reported device malfunction.

Event description:
It was reported a patient underwent a mics, mvr, maze and laa procedure on (B)(6) 2018 using cryo3 and pro2 clip was placed. It was as a 10-hour difficult procedure. There was no report of malfunction of atricure devices. The patient died 2 days post-op from kidney failure. Sales rep was made aware of the patient death on (B)(6) 2018.